Event description:
It was reported a removal of the distal radius plate due to bad placement of the hardware occurred. Hardware was implanted about a year ago, date unknown. The fracture was healed, but the patient had a tendon disruption (rupture) due to the bad placement. The plate was removed without any issues. The plate was removed so that the tendon could be repaired. The patient status outcome was reported as good and the procedure was reported to be successfully completed. No delays were reported this report is for 5 unknown variable angle locking screws this is report 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.